Manufacturer narrative:
(B)(4).

Event description:
It was reported that a burr stuck in stent had occurred. A mildly tortuous, severely calcified target lesion was located at the proximal left anterior descending artery. During a percutaneous coronary intervention, a 2.0 mm rotalink¿ plus was selected for use. However, on the first ablation at 180,000 rpm, the burr got stuck at the middle of the stent. The burr was released with dynaglide. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the complaint unit was carried out and no issues were noted. The handshake connection was inspected and no damage was noted. The returned burr was attached to a test rotablator advancer. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The rotablator plus unit was wet tested and the unit reached 175krpm at 38psi. No issue was noted with the returned catheter unit. The burr was microscopically examined and no issues were noted with the burr. No other issues or defects noted on the analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a burr stuck in stent had occurred. A mildly tortuous, severely calcified target lesion was located at the proximal left anterior descending artery. During a percutaneous coronary intervention, a 2.0 mm rotalink¿ plus was selected for use. However, on the first ablation at 180,000 rpm, the burr got stuck at the middle of the stent. The burr was released with dynaglide. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.